Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a 72 mm diameter thoracic aortic aneurysm. The aortic neck was 39 mm in length and 33-35 mm in diameter. The left iliac artery ranged in diameter from 9-11 mm and the right iliac ranged from 8-12 mm. It was reported that during the implant procedure, the physician deployed the first valiant navion stent graft with no issues. However, when the physician removed the pressure on the wire and opened the tip capture to release the freeflo component, they started to remove the delivery system but realized that the tip capture mechanism was trapped on the edge of the stent graft. The physician rotated the delivery system and retreated the wire slightly. After several attempts, the physician was then able to remove the delivery system. After these manoeuvres, the side of the stent graft on the greater curve of the aorta was noted to have moved lower. However, the sealing of the aneurysm was not compromised. The physician then implanted a second valiant navion device, as planned, and post dilated the proximal landing zone. The procedure was then completed. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported.

Manufacturer narrative:
Analysis summary: the reported inaccurate delivery of the proximal free-flo stent occurring during its release was confirmed; however, the exact cause could not be determined from the limited films provided. Pre-implant CT¿s revealed that there was an acutely angulated ~90 deg bend near the mid-length of the descending thoracic. Several non-contrast still images during implant confirmed that prior to release of the free-flo stents the guidewire and captured proximal stent were biased along the outer curvature of the device. Additional images during implant were not provided including any cine images during stent graft deployment and removal of the delivery systems. It appears likely that the proximal end of the device became caught on the capture fitting during tip release, leading to the unintended distal displacement. The films revealed that just prior to tip capture release the guidewire and delivery system appeared to be biased against the greater/outer curve. It is possible that there was forward pressure on the delivery system, possibly exacerbated by the acutely angulated thoracic, that was not sufficiently relieved prior to tip release. The potential interaction of the capture fitting with the internal stent may have been mitigated by relieving the forward pressure until the wire came off the greater curve. Other unknown anatomical, procedural, or a possible device issue cannot be ruled out as a potential cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary; the delivery system returned with the external slider and the tip capture release handle in the home position. A kink was observed on the graft cover and underneath on the inner lumen. There was no damage observed to the capture fitting and spindle. The cause of the reported removal difficulties could not be determined through analysis. If information is provided in the future, a supplemental report will be issued.